Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) displayed an increase in pacing thresholds and loss of capture (loc) that resulted in just over 2 seconds of asystole for the patient. The patient reported that they were feeling poorly. The local boston scientific field representative reported that pacing outputs were increased. It was suspected that the patient's thresholds had increased due to the patient's condition and pharmacological impacts. There were no adverse patient effects reported. The system remains in service.